Event description:
A pt reported blood glucose result of "26 mg/dl" with a lifescan meter and "53 mg/dl" on a laboratory device, performed within 5-10 minutes of each other. Between the tests there was not intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms accuracy.